Event description:
A valiant stent graft system was selected for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology was not a factor. It was reported that during flushing of the device the physician felt significant resistance. The flushing of the wire lumen was normal. However the flushing of the side port was very difficult. Physician felt he could not get fluid through the graft cover to properly flush device. The physician stated that the event was related to the device. The physician elected to not use the device. An alternate stent graft system was used, with similar difficulty, but the physician was able to get fluid through graft cover. The second device was successfully implanted in the patient. No clinical sequelae were reported and the patient is fine. Device evaluation: the event was confirmed; the delivery system could not be successfully irrigated. The cause of the inability to irrigate was due to the graft cover sticking to the tapered tip shoulder. The root cause of the event could not be conclusively determined during analysis.

Manufacturer narrative:
(B)(4). Cause of the event is unknown.